Manufacturer narrative:
It was reported that the patient had a skin burn during electrotherapy, two incidents reported. Patient was provided medical treatment. The device has not been returned for evaluation, the root cause could not be confirmed additional reporting on this event will be provided as a supplemental report to this document if more information becomes available.

Event description:
It was reported that the patient had a skin burn during electrotherapy, two incidents reported. Patient was provided nedical treatment.